Event description:
Reporter noted corneal burn occurred during procedure, but it was not serious. No intervention reported.

Event description:
Additional information received from customer noted four sutures were used to close wound. Pt had more than 10 diopters astigmatism post-op, but 3-4 diopters at five weeks post-op. Prognosis was reported as good.